Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. Were the "staples that loosened spontaneously" delivered into tissue (unformed, malformed, etc.)? Or did this issue occur prior to the surgeon using the device, e.g. Staples protruding from device prior to use?

Event description:
It was reported that during an unknown procedure, the surgeon informed him that "the staples loosened spontaneously". There were no patient consequences reported and the device will not be returned.